Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient removed the sensor on (B)(6) 2018 and noticed a pin hole sized scab that appeared to be a scar. The patient treated the affected area with over-the-counter scar away cream. At the time of contact, the patient was doing fine. Additional patient or event information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.